Event description:
It was reported that during procedure the connector of the pressure monitoring kit cracked and leaked liquid, resulting in the inability to monitor the patient's condition. The operator immediately stopped using it and replaced it with a new pv8215. This event did not cause any additional harm to the patient.

Manufacturer narrative:
Problem description: it has been reported that during procedure the connector of the transducer of pv8215 cracked and leaked. They replaced a new monitoring kit and continued to treat the patient. No harm to the patient was reported. The device was not available for investigation, however provided in complaint pictures and video confirmed the reported issue. There is no indication for a systematic root cause as a deficiency of design, production or material. The cause of the issue could not be determined. Overall, investigations did indicate that the device failed to meet its specification when the event occurred. A relationship between the device and the complaint is therefore considered as likely. Upon the complaint occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. In general, a monitoring technology is considered as diagnostic aid, but not directly used for diagnosis or treatment. Based on the information above this customer product complaint will be closed.the following similar device is under complaint: (B)(4) , lot 23el08, catalogue: 6886184, manufacturing date 05/31/2023, expiration date 04/30/2026, UDI: (B)(4).